Event description:
It was reported that the user attempted a supply change on the ilet and did not observe priming drops after holding the prime for more than 100 units; upon removing the prior beta bionics cartridge, insulin was seen leaking in the cartridge chamber although the cartridge itself was not damaged, and the user self-fills cartridges with partial volumes. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change after replacing the cartridge, with normal drops observed and no alerts or alarms. Investigation included guided troubleshooting and user education. Investigation of this case revealed that replacing the cartridge resolved the issue and no further functional issues were observed. It was concluded that the event was consistent with a transient cartridge or seating issue that was corrected by cartridge replacement, with no patient injury and no device malfunction confirmed.